Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Update (B)(4) 2013 - ppd received. Dor information was updated for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Event description:
Litigation papers allege that the patient after surgery, began experiencing pain around the site of the implant, constant discomfort and his mobility was severely limited. Patient has developed bone deterioration at the site of the impact and his ability to perform normal activities has been impaired. Patient was permanently injured both physically and emotionally.

Manufacturer narrative:
Update (B)(4) 2013 - ppd received. Dor information was updated for the left hip. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.